Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clip as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the trigger became not to return to the home position properly at about 12th firing. When the trigger returned automatically after a while, the clip ejected and fell into the patient's body. The fallen clip was retrieved from the patient's body and no clips were left inside the patient. After that, when the trigger was grasped out of the patient's body several times, the clip ejected and the clip could not be loaded into the jaw. Another competitive device was used to complete the case. There were no adverse consequences to the patient.